Event description:
It was reported that the patient was admitted to the hospital. During the admission a slow vt was recorded. Pacing spikes were also seen on the vt recording. It was noted that rv pacing during autocapture threshold testing and backup pacing due to fusion or loss of capture may have initiated the slow vt. Programming adjustments were made. The patient was discharged home in a good condition.